Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot #? Na . What do you mean by "needle broke from suture several times" - it was stated that it detached from the suture . Did the reported issue occur during use on patient? It was stated yes . Was the procedure completed successfully without any patient consequences? It was stated yes . Please confirm the specific number of patient events -unknown, it was stated that the same suture code with the same lot detached intraoperatively. It happened a few times with 12 involved sutures. Only one report was given by the customer. The responsible person was not available, but it was stated that the product is ready to pick up. On pick up date, the product was gone, stated that it has been discharged by someone. Have any of these events been previously reported to ethicon? No . Please provide additional complaint details: unknown . Was there any adverse patient outcome? No.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: unfortunately, all affected stitches have been disposed of by the hospital. Therefore nothing comes back. The number of threads mentioned was 12 each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 12 needles break during use on one patient? Did 12 needles break on multiple patients? Lot #? What do you mean by "needle broke from suture several times" did the needle break into 2 pieces on the needle body? Or did the whole needle separate/detach/pull off from the suture thread? Did the reported issue occur during use on patient? Was the procedure completed successfully without any patient consequences? Confirm the actual total qty involved with issue noticed during use in single patient event/procedure or was reported issue noticed with multiple patient events/procedures? If multiple patients: please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke from suture under normal conditions. There were no adverse patient consequences reported. Additional information has been requested.